Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a neurostimulator (ins). It was reported that the patient had seen a por power on reset message on their patient programmer. The rep spoke with the patient but couldn't understand what the patient was saying. They could not troubleshoot due to lack of access to product. No patient symptoms and further complications were reported or are anticipated.